Event description:
Pt developed prosthetic endocarditis with a large perivulvar leak and abscessed cavity s/p avr/cab. An aortotomy was performed, where the valve revealed a bioprosthetic valve with small tear in one of the leaflets. Pt expired intraoperatively.